Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, ICU nurse and nursing supervisor, called for assistance with cardiosave intra-aortic balloon pump (iabp) screen issue. Maquet sensation plus 50cc balloon was being used. Customer reported that she walked in the room and the iabp monitor screen turned black then immediately to blue, showing only the word ¿maquet¿ on the screen. The nursing supervisor came right into the room and moved the console from the plus it was plugged into to another plug which solved the issue. Some of the staff thought the console ¿would be fine,¿ others wanted to change it out to a new one. The staff reported that the pump was in hybrid mode, both batteries were full, and the pump had remained plugged in for the entirety of the time it was on the unit. Explained that moving the console from one plug to the next would not remedy a screen issue and that they should change it out to the new console in the room and send the affected one to biomed. Customer repeatedly said they don¿t change out consoles. At customer¿s request, slowly explained the process of switching consoles to the staff then took them through it step by step successfully. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4,d8, d9,g1, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) evaluated the unit and confirmed unit turned off while in use. The fse replaced the exec processor (0070-00-0770) to resolve the issue. Unit passed all functional and safety test. The equipment works to manufacture¿s specs.